Event description:
Leaking / failure to alarm: the ez plus pump had a green light even though the dressing was leaking.

Manufacturer narrative:
Since negative pressure therapy involves various elements within a system (i.e. Pump, canister, suction port etc), it is difficult to determine a definitive root cause for the failure to alarm. The DHR was not reviewed because no lot information was provided. A leak alarm is designed to trigger if the system detects a significant leak. A potential cause of the pump not triggering a leak alarm is that there was a blockage in the system at the same time as a leak resulting in the system being able to hold the required negative pressure. Also, in order for the leak alarm to sound, fluid must have cleared the tubing and a free flow of air must be detected for a specific amount of time. It is possible that there was exudate in the tubing that had not cleared and therefore the alarm did not sound. There is no indication from the complaint description that the pump was malfunctioning; however, this cannot be verified since the device was not returned for evaluation. A definitive root cause could not be determined at this time. In response to failure to alarm complaints, smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.